Event description:
Caller reported blood glucose results of 49 mg/dl and 64 mg/dl on aviva system 1, 46 mg/dl, 45 mg/dl, 129 mg/dl, 141 mg/dl, 148 mg/dl, and 146 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.